Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and reproduced during service evaluation. The quality engineer has identified a false downstream occlusion alarm as the confirmed reported condition. The assignable cause was a broken pump head door. The pump head door with required parts were placed and the occlusion sensors were calibrated per service manual to resolve this problem. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump where "constantly sound is active" this condition had the potential to interrupt delivery. It is unknown when this event occurred or what department the event occurred in. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.